Event description:
During post-dilatation of a deployed stent in the external iliac artery (unk as to which side), the balloon burst at 10atm. The target vessel was heavily calcified and moderately tortuous. The level of the stenosis was 70%. The ruptured balloon was removed safely. There were no reported pt complications. There is no info available as to what product was used to complete the procedure. Additional pt and procedural info is not available. The product is not available for eval and testing.